Manufacturer narrative:
Additional information was received that the patients charging problem was due to weight loss.

Event description:
A report was received that the patient was having frequent ipg charging. The patient underwent a revision procedure wherein the pocket was relocated to a deeper area.

Manufacturer narrative:
Additional information was received that the pain and charging issues the patient was experiencing was due to weight loss.

Event description:
A report was received that the patient was experiencing pain in the left leg and tenderness at the ipg pocket site. The pain occurred whether the stimulation was on or off. It was also reported that the patient was having frequent ipg charging. The patient underwent a revision procedure wherein the pocket was made deeper due to patient weight loss.

Event description:
A report was received that the patient was having frequent ipg charging. The patient underwent a revision procedure wherein the pocket was relocated to a deeper area.